Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus is under investigation for the cause of this phenomenon. Olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00928.

Event description:
Olympus was informed that during laparoscopic cholecystectomy, a monitor image disappeared suddenly in the combination with the subject device and the ltf-vh. The facility considered the cause of this phenomenon as the malfunction of the subject device or the ltf-vh. The facility turned off the subject device immediately, and then, they removed and inserted the power supply cable. After that, the facility turned on the subject device again and the devices worked properly. The facility completed the procedure without replacing the devices. There was no report of patient injury in this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00925 to provide device evaluation results. The subject device was returned to olympus for investigation. Olympus checked the subject device with the combination scope which the facility used during the procedure, and the phenomenon was sometimes reproduced when the video connecter of the scope was pulled. Contact failure between the scope and the subject device might occur temporarily because the facility added force to the video connecter of the scope toward pulling direction following the cable was pulled while using the scope. So the subject device might not be able to supply power to the scope or to process image signal properly at that time. Consequently, a monitor image might disappear. It was already passed over 7 years since the facility began to use the subject device. The facility had inserted and removed a scope from the video connecter socket repeatedly. So contact failure between the scope connecter and the video connecter socket might occur temporarily because the socket was easily rattled by wear. There was also a possibility that deteriorating contact pins of the video connecter socket might affect this phenomenon. The instruction manual of this device already mentions cautions for the device handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00928.